Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 49 mg/dl at the time of the incident. The customer reported that they had issues with 3 sensors. The customer received a cannot find sensor signal and sensor signal not found and had blood at site. Customer treated the low blood glucose with a sugar tablet and snack afterwards. Customer declined to troubleshooting for the 3 incidents reported. Patient's current blood glucose was 147 mg/dl. Based on customer report customer does not allege pump was over delivering. The customer also had high blood glucose with her pump. Patient's blood glucose at this time of incident was 313 mg/dl. The customer treated the high blood glucose with a bolus. Customer declined to perform the high pressure test. Later high pressure test was performed and the insulin pump passed the test. The insulin pump will not be returned for analysis.